Event description:
The helical blade inserter from the synthes tfn set was foun to be comprised of three different pieces. Upon dissembly of this instrument, gross contaminants were found inside of the gold handle piece.